Manufacturer narrative:
No reports from end users have been received. No injuries have been reported. Manufacturer is planning on retrofitting units in the field. Number of actual defective parts is approximately 4. Manufacturer reports that is can narrow the field population that possibly received those 4 defective parts to 70 chairs. All 70 devices (44 with users, 26 demo units) will be sent a field upgrade kit. All production parts were inspected with no further defective units found. Additional production fixturing was put in place to prevent recurrence. Issue will be reported to the FDA as a field corrective action per the regulation. No devices were distributed into another country.

Event description:
Manufacturer received a complaint from a dealer alleging that the anti-tipper that is attached to the product had broken off during shipment to them. An investigation has revealed that a processing error by the manufacturer resulted in a component within the anti-tipper assembly having a shear strength below the design intent.